Event description:
It was reported that during a da vinci surgical procedure, a large suturecut needle driver instrument was not holding and the suture was slipping out of the needleholder. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable on one side of the distal clevis was derailed from the distal idler pulleys. Other cables at the wrist were not damaged. An additional finding was the main tube appears to have a stripped (B)(4) coating layer resulting in the fiber glass layer underneath to be exposed. The damage occurred along the entire length of the main tube. Failure analysis concluded the damage may be due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, (B)(4) coating with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.